Event description:
Olympus (osh) was informed that the customer evis lucera gastrointestinal videoscope¿s ¿nozzle is clogged, and number 1 switch button is leaking.¿ the event was found during reprocessing prior to procedure. The user facility reprocessed the scope stated the correct reprocessing procedures were used. The procedure was completed using another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced scope was returned for a service inspection. The customer¿s reported issue was confirmed as the nozzle was clogged and the key top of switch 1 was leaking. The nozzle was not deformed, and the foreign material was not able to be identified. The foreign material could not be removed from the nozzle. Additionally, the root part of the insertion tube was leaking due to a cut and was wrinkled in 3 areas. The angulation is below standard and has play due to stretched angle wires. Also, the inside the of the electronic connector has corrosion o the metal contacts. A review of the device¿s repair history confirmed the device has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g2 to add "foreign". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, that it is likely that the connecting part of mh-946 was shaved, and the shavings entered channel. Then, the nozzle was clogged with them. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.